Event description:
Related manufacturer report number: 2017865-2022-45317. It was reported that a patient presented to clinic for follow up. Device interrogation revealed loss of capture on the left ventricular (lv) lead and inappropriate capture on the right ventricular (rv) lead. Fluoroscopy was performed and revealed lv and rv lead dislodgement. The physician elected to explant and replace the lv and rv leads. There were no patient consequences before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The full measured s-curve hump height was within specification.